Event description:
Account reports one pt with discrepant ferritin results. Initial result gave >2000 ug/dl; repeat gave the same result of >2000 ug/dl, which did not fit with the clinical picture of the pt. A second sample obtained same day, gave 600 ug/dl, and found to fit better with the pt's history. On 03/08/08, add'l samples were obtained from the pt, which generated reasonable ferritin results. No actual data provided. The investigational unit was unable to perform further investigation due to no info provided regarding when the pt samples were drawn, and pt samples were unavailable for further investigation.